Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use and the user restarted the system to complete the procedure. A philips field service engineer (fse) went onsite and confirmed that there was an intermittent issue with geo no movements. The analysis of the system log file found that the geometry pc (geo-ipc) had no communication, which indicated the geo ipc failure. To resolve the reported issue, the fse cleaned geo ipc internal boards and memory card, checked bios battery, and reloaded geo ipc software to solve the issue. After functional checks, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the system regained its functionality after a system restarted and the procedure was completed using the same system. Therefore, this complaint has been re-evaluated as not reportable. Based on the investigation results, philips concluded that the complaint is not reportable.

Event description:
It has been reported to philips that the c-arm did not move. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.